Event description:
A physician reported that valved trocar cannulas were leaking the first case of the surgery. There was no patient injury. A new pak was opened to complete the procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.9., h.3., h.6. And h.10. Three open trocar assemblies in a small parts tray within a tray were received. The returned samples #2 and #3 were visually inspected and were found to be non-conforming with damaged/opened septum's. Sample #1 had an open septum with silicone oil on the septum; the silicone oil was removed, and the septum was visually inspected and found to be conforming. The sample was functionally leak-tested and found to be conforming. Leak testing could not be performed on samples #2 and #3 due to the damage to the samples. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause of this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged and with silicone oil cannot be determined from the evaluation performed. The exact root cause of this complaint is unknown; therefore, specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure the product meets release acceptance criteria. This inspection includes an evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate the effectiveness of actions taken. No adverse trends have been observed associated with the reported product or event. The manufacturer internal reference number is: (B)(4).